Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
It was reported by the customer an ECG cable in poor condition. There was no report of patient involvement.

Manufacturer narrative:
.